Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 541 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they had trouble trying to bolus from the pump. The customer was assisted with trouble shooting and found that the battery and the reservoir set needed to be changed. The customer's insulin pump works as designed. No further information was provided.